Manufacturer narrative:
The date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2020-01704, 1627487-2020-01707. It was reported that the patient had a system explant. The patient is reported to have their system explanted in 2014. The exact reason is unknown to the manufacturer.